Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate therapy and overstimulation. Reprogramming attempts have been unsuccessful. An impedance check revealed no anomalies. As a result, the patient may undergo surgical intervention.